Event description:
It was reported that the patient underwent an explant due to infection. The patient's symptom of infection was redness at the implantable pulse generator (ipg) site. The patient was administered antibiotics and the ipg was discarded.